Manufacturer narrative:
According to the initial report, "pre-proof of a manuscript reporting a retrospective review of patient receiving sgpv: ¿pulmonary homograft dysfunction after the ross procedure using decellularized homografts ¿ a multicenter study¿ previously presented at 100th annual aats meeting april 25th-28th, 2020. Will be published in jctvs: https://doi.org/10.1016/j.jtcvs.2020.06.139 the reporting period is from 2011 to 2019, so I am not sure if any of these may have been previously reported. Reports on 466 sgpv homografts from cryolife, 31 standard homografts (unknown processor) will not be addressed. Pulmonary dysfunction in 11% @ 6 years including stenosis (n=28) with 4 reinterventions over the study period. 6 patients died during the study period, none related to homograft dysfunction." Manufacturing records could not be reviewed because no serial numbers were provided by the publication and surgery dates are unknown. Clinical/medical reviewed the available information. According to the initial report, "preproof of a manuscript reporting a retrospective review of patient receiving sgpv: "pulmonary homograft dysfunction after the ross procedure using decellularized homografts -a multicenter study" previously presented at 100th annual aats meeting april 25th-28th, 2020. Will be published in jctvs: https://doi.org/10.1016/j.jtcvs.2020.06.139 the reporting period is from 2011 to 2019, so I am not sure if any of these may have been previously reported. Reports on 466 sgpv homografts from cryolife, 31 standard homografts (unknown processor) will not be addressed. Pulmonary dysfunction in 11 % @ 6 years including stenosis (n=28) with 4 reinterventions over the study period. 6 patients died during the study period, none related to homograft dysfunction." All homografts were implanted as part of a ross procedure. Limited information was provided in the manuscript regarding the specific details related to each of the reported events. Thirty patients presented with pulmonary dysfunction; stenosis was the primary form of dysfunction in 28/30 patients. Three of these patients underwent reintervention related to the stenosis (n= 2 after 2 years, n= 1 after 3 years post ross), with the remaining reintervention in the series being performed for homograft endocarditis (2 years post ross). Additionally, the serial ID and donor ID for the allografts related to these events remain unknown. Consequently, no processing or donor record review can be performed. Valvular and conduit stenosis are known complications listed in the instructions for use and have been reported with other heart valve prostheses and should be considered when selecting the optimal valve replacement for each patient. There is insufficient information available to determine a root cause for the reported events in this publication proof. Endocarditis occurring 2 years after implant is unlikely to be a homograft related event. The sg cryopreserved human tissue a/dfmea was reviewed. The reported event is addressed in hazard step/item #s 63, 65, 67, and 69. The sg cryopreserved human tissue pfmea was reviewed. The instructions for use under IFU l6334, rev 009 were reviewed and are found to be adequate. No increase in occurrence has occurred. No new risks were identified during the course of the risk management departmental complaint investigation. All risks identified have been mitigated as far as possible, and residual risk is acceptable. No further action is required. The root cause is unknown. There is no indication that an error or deficiency occurred at cryolife and all risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "pre-proof of a manuscript reporting a retrospective review of patient receiving sgpv: ¿pulmonary homograft dysfunction after the ross procedure using decellularized homografts ¿ a multicenter study¿ previously presented at 100th annual aats meeting april 25th-28th, 2020. Will be published in jctvs: https://doi.org/10.1016/j.jtcvs.2020.06.139. Pulmonary dysfunction in 11% @ 6 years including stenosis (n=28) with 4 reinterventions over the study period. 6 patients died during the study period, none related to homograft dysfunction."